Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose was unknown. Customer stated that in the last 3 months he was getting the air bubbles issue from the smaller reservoir to the larger reservoir. Customer stated that the air bubbles did appeared. Customer troubleshoot was not performed for air bubble. The reservoir will not be returned for analysis.